Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -13.0/1.5/089 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2024 the lens was explanted due to dysphotopsia, glare/haloes and blurred vision. Patient underwent phaco-emulsification (cataract surgery) and iol implantation. Reportedly the problem was resolved.